Manufacturer narrative:
Additional information: h2, h3, h4, h6 investigation summary: the customer reported leakage occurred from near the valve. There was no patient harm/injury reported. The report refers to product code 973656, japanese 1000ml feed bag epump, with lot number 201670039. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A trend analysis was performed for the reported lot number and failure mode and no related trends were identified within a 2-year timeframe. One (1) used sample was received for evaluation. Visual inspection and functional evaluation performed could not confirm the reported issue of leak. The device met specification requirements and performed as intended. No action will be taken at this time. This complaint will be used for tracking and trending purposes. Investigation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding set was leaking from near the valve. There was no patient harm.